Manufacturer narrative:
Reported event was confirmed with operative notes. Revision op notes demonstrated that the patient was revised due to dislocation. It noted a fair amount of hematoma consistent with the prior dislocation. It should be noted that the surgeon placed the plastic locking tines and rotated a little bit more superiorly since there had been some impingement on the posterior locking tine. Cup and stem well-fixed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) concomitant medical products: ref 00633405832, lot 63221637, longevity constrained liner; ref 00877703203, lot 2804397, biolox head 32mm+3.5; ref 00620105800, lot 62596379, locking ring; ref 00625006535, lot 63544384, screw 6.5x35mm; ref 00633405832, lot 63221637, longevity constrained liner; ref 00877703203, lot 2804397, biolox head 32mm+3.5. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had initial right total hip arthroplasty. Subsequently, patient underwent revision of the femoral head and liner approximately 7 years later due to recurrent dislocations. The patient continued to experience subsequent dislocations and underwent a second revision of the femoral head and liner approximately 2 years later. During the revision procedure, a large hematoma was noted, and an adductor tenotomy was performed due to an adductor it contracture limiting the patient¿s range of motion. The head and liner were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.